Event description:
On 22nd april 2025, it was reported by an arthrex employee via email that an ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue), anchor broke during insertion. This was detected during a reduction and fixation of posterior intercondylar spine fractures of the knee joint surgery on (B)(6) 2025. No fragments were left in the patient. The procedure was completed successfully using another new ar-2324bcct. There was no patient harm and no secondary procedure needed. Ar-2324ptb was used to prepare bone socket.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bcct batch 15308222 was received for evaluation. Visual inspection noted that the device eyelet had pulled out of the shaft. The eyelet remains attached to the suture but shows signs of deformation. The suture connected to the eyelet appears frayed. The anchor was not received for evaluation and is presumably missing due to transit. Based on the evaluation of the customer's attached pictures, it was concluded that the anchor had broken off. No issues were found when the inner and outer molded shafts were unscrewed. The most likely cause of the reported failure is user error, including improper bone preparation, misalignment of the insertion, and misalignment of the device during insertion.